Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right "device rupture." Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event rupture was received on august 27, 2025, with lot number 1560241. Based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure creases and stress marks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right "device rupture." Device was explanted and replaced.